Manufacturer narrative:
Follow-up # 1; date of submission: 12/01/2016. The device has been returned and evaluated by product analysis on 11/05/2016 with the following findings. There were multiple loss of prime alarm warnings observed in the black box history associated with low non-zero force. The pump successfully completed the rewind, load cartridge and prime steps with no alarms. The force sensor calibration test was performed and failed. The force sensor was removed and tested and the resistance value was found to be within specification. Unrelated to the initial complaint, it was observed that the battery compartment was cracked, the display screen was dim and discolored and the piston cap was missing from the returned pump. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.